Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found a material certificate of analysis is required. A visual inspection revealed the device was returned outside of original packaging. The device appears to have been actuated. The anchor tip has become detached from the device, but not returned with the device. The device shows no visible signs of damage. A functional evaluation revealed the device functions as expected. The anchor was not returned, therefore no fracture of the implant could be confirmed during visual inspection. Additional material testing is not required. The complaint was confirmed. Factors which could have contributed to the complaint event include inadvertent deployment of the anchor.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the proximal anchor (healicoil) came off the tip of inserter in the body, all pieces were recovered. The procedure was completed with a back-up device. 5 minutes delay, no patient injury. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.